Event description:
It was reported that there was a literature review article published discussing the performance of various company's active fixation lead's performance over a 24-month period while implanted. In this single-center, retrospective cohort study, which occurred in switzerland, they included 280 consecutive patients implanted with an active fixation lead of either microport (vega), biotronik (solia s), or boston scientific (ingevity). The lead-related complications included the following for the boston scientific ingevity leads: one case of pericardial effusion, necessitating pericardiocentesis, two cases of lead dislodgement requiring device reprogramming, two cases of elevated thresholds with potential loss of capture, necessitating a revision procedure to reposition the leads. All evidence indicates that the leads involved in this literature article continue to remain implanted and in service. No additional adverse patient effects were reported. Reference literature article 'high lead-related complication rate with microport vega active fixation pacing leads.' Included with the report for full listing of physicians and healthcare facilities.